Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a (B)(6) year old male patient, during an elective cardioversion, after removing the electrode pads, stage one burns were found on the patient. Complainant indicated that no prescription treatment was required for the patient due to the reported malfunction.

Manufacturer narrative:
The device and the electrodes used during the event were not returned to zoll medical corportion for evaluation. Instead, a retained sample investigation was conducted for pro pad electrodes log #0518. The retained sample investigation resulted in no irregularities that would have contributed to the customer's report. It was concluded that the retained pairs of electrodes were assembled according to specification and the customer's report was not duplicated. Analysis of reports of this type has not identified an increase in trend.